Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The large needle driver instrument has been returned and evaluated by the failure analysis team on 11/05/2024 and was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. This caused the wrist not to rotate properly.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (with lymphadenectomy) surgical procedure, the wrist of the large needle driver instrument was not rotating properly per surgeon, no clashing in or out of the patient. The instrument was inspected prior to use and nothing out of the ordinary was noted. The instrument was replaced with a backup to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon's head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The issue was resolved by using a new instrument. There was no injury to the patient at all.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.